Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the nurse was administering a subcutaneous injection of a hazardous drug. He was watching the site very closely during the administration and noted there was leaking (drops) from the area where the needle is attached to the luer connection of the syringe. There was no harm to the patient or staff.